Event description:
It was reported that on (B)(6) 2016, the patient underwent the surgery(o-t2) . On (B)(6) 2016, the surgeon confirmed x-ray. And he found that the polyaxial head(right and left) of the medial plate broke. Therefore, the surgeon is monitoring for the patient now.

Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment. Results: a similar device was sent for material analysis for the same type of failure mode. The analysis determined that the inserter broke through overload in a ductile and bending mode. This type of fracture is consistent with the user applying too much bending force to the device. The device is also 3 years old, which wear from it's extended use could have contributed to the event. No relevant manufacturing issues were identified as all units met stryker specifications. Conclusion: the root cause cannot be determined due to lack of patient information.

Event description:
It was reported that on (B)(6) 2016, the patient underwent the surgery(o-t2) . On (B)(6) 2016, the surgeon confirmed x-ray. And he found that the polyaxial head(right and left) of the medial plate broke. Therefore, the surgeon is monitoring for the patient now.